Event description:
It was reported that upon interrogation, the pulse generator exhibited ventricular over sensing. Over sensing could not be reproduced with isometrics. No intervention was performed. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).